Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer declined to provide any additional information to tandem technical support. Customer¿s blood glucose level was 140 mg/dl.